Event description:
Boston scientific received information that patient implanted with this device was presented with atrial fibrillation (af) with rapid ventricular response (rvr) and was inappropriately shocked. The episode was ultimately overwritten by several non-sustained episodes. The sales representative also reported possible atrial undersensing. It was also reported that one scenario presented with anti-tachycardia pacing (atp) and followed by eight shocks, exhausting therapy. Technical services discussed programming recommendations to mitigate future inappropriate shock delivery.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.